Event description:
System opened with green indicator, with no question mark. Door opened and specimen to be injected. Indicator switched to orange. The display only showed "hold." Then "restart" prompt showed, asked if electrodes were serviced. Then the system recycled for 5 mins.